Event description:
It was reported that during a da vinci rectopexy procedure, the endowrist one vessel sealer instrument worked for five to ten minutes and then the energy was not activating. There was no patient harm, adverse outcome or injury reported. Followed-up with clinical sales rep regarding reported issue, and it was confirmed that the endowrist one vessel sealer instrument was not sealing. There were no error messages on the erbe generator.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.